Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "shaft bent" was confirmed. During service, the drive shaft was found bent. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had a bent drive shaft. The device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.